Manufacturer narrative:
Initial and final MDR (B)(4), MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was kinked. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours of insertion. The site of insertion was the thigh and abdomen. Infusions set was used for less than 1 day. Blood glucose level was displayed high at the time of the event. Patient took correction injection via pump for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.